Event description:
The medtronic sales rep reported for the customer that the hydrodebrider was used in a sinus procedure and a section of the disposable plastic tip came off in the pt. The doctor was able to retrieve the part and there was no impact to the pt. The part was discarded by the hosp and the lot number is not known. The doctor opened another device and the procedure was completed without further incident.

Manufacturer narrative:
A review of the mfg records was not possible as the product lot number was not provided. A review of the performance of the device was not possible as the device was not returned for analysis. The product IFU states that the product must be used in accordance with its labeling and may not be altered or subjected to misuse, abuse, accident or improper handling.